Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date of the concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient developed urethral atrophy resulting in a surgical procedure to have an artificial urinary sphincter (aus) explanted due to the need for a smaller cuff. A new aus was implanted. No patient complications were reported.